Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown morphine 12mg/ml for a total dose of 2.2mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported alarm was heard and confirmed by telemetry. A critical alarm occurred, and noted that reset occurred and safe stated occurred. It was noted that they had already put the pump back at previous settings and updated. It was reviewed that the pump would likely reset again. It was advised to have the healthcare professional (hcp) read the logs to determine if there was a "low battery" message along with the safe state and reset. It was stated the patient experienced going through "severe withdrawal for the past 2 days." The pump was included in the population of devices containing a battery manufactured between 2011-jan-01 and 2011-jun-30. Event date was (B)(6) 2017 (past 2 days). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-sep-29 reported the patient's pump was turned off by their healthcare professional (hcp) on the (B)(6) 2017 and was being authorized/scheduled for replacement. No further complications were reported/anticipated.